Manufacturer narrative:
The company service representative examined the system and could not duplicate the complaint reported. The system was then tested and met all product specifications. The problem was due to set up issues. The company sales representative conducted an in-service with the staff and modified the system settings. (B) (4)

Event description:
The nurse reported the system was shutting down in the middle of the case. The system loses phaco power. The case was completed as planned, but the three following cases were cancelled. No pt injury was reported.